Event description:
Sorin group (B)(4) received a report which indicated that 5 patients experienced hypotension after procedures in which the inspire 8f oxygenator was used. No specific product problem was reported.

Manufacturer narrative:
Sorin group (B)(4) manufactures the inspire 8f hollow fiber oxygenator with integrated arterial filter and hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Formal, written communication received from the facility has revealed that they conducted an external independent clinical review in response to this issue. The independent review panel examined all aspects of the cardiac surgery process at the facility including the inspire 8f oxygenator and no systemic issues were identified. The review panel specifically indicated that there was no evidence that the hypotension was associated with the use of the inspire 8f oxygenator. Based on the info summarized above, sorin group (B)(4) has concluded that there is no evidence to suggest the reported issue was caused by a problem with the inspire 8f oxygenator. Since no product problem or trend has been identified, no actions are planned at this time. Sorin group will continue to monitor the market for this type of issue.